Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/03/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on appropriately with functional vibratory features. Audible sounds were not present on start up. All audio settings were confirmed to be set to ¿high¿. The pump cover was removed and a cold solder connection was observed. The absence of audible sound was attributed to the solder issue.

Event description:
The patient contacted animas on (B)(4) 2013 reporting that there was no audio tone and vibration when replacing the batter recently. The patient confirmed all sound settings as being on. The patient stated that they are hard of hearing and has settings on high. There is no reported adverse event with this complaint. This report is made based on the allegation of the dual alarm failure issue.